Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(4) 2017, and determined that those test wells in question were visually negative. The immucor laboratory tested retention product on (B)(4) 2017, which performed as expected.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.